Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number was not provided. The device was not returned for evaluation; therefore, the investigation is inconclusive. The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether the original guidewire, patient, and/or procedural issues contributed to the reported event. It is likely that the balloon becoming stuck on the guidewire contributed to the retraction issues through the introducer sheath.

Event description:
It was reported that during retraction through the sheath, the pta balloon catheter and guidewire became stuck in a lower arm a/v shunt fistula. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as single unit. Another balloon catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.